Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01858. It was reported during the procedure to remove the trial leads, one of the leads fractured as the physician attempted to remove it. A portion of the lead remained in the patient's body. Later the same day, a second physician successfully removed the portion of the lead from the patient's body. The patient experienced no complications from the removal and plans to move forward with the permanent implant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.